Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was disposed and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established as it is most likely that due to the absence of the returned device and insufficient information regarding device handling and procedural conditions, a definitive cause cannot be established, and no further investigation required at this time.

Event description:
It was reported that shaft hole occurred. The target lesion was located in the coronary artery. A 26 encore inflator device was inserted. A 4.00 x 16mm synergy megatron? Drug-eluting stent was advanced and attempted to inflate but no pressure was achieved by the inflator device. The stent was subsequently removed. However, upon inflation outside the patient's body, a distal shaft hole was noticed. The procedure was completed with another synergy megatron des. There were no patient complications reported, and the patient has fully recovered.

Event description:
It was reported that shaft hole occurred. The target lesion was located in the coronary artery. A 26 encore inflator device was inserted. A 4.00 x 16mm synergy megatron? Drug-eluting stent was advanced and attempted to inflate but no pressure was achieved by the inflator device. The stent was subsequently removed. However, upon inflation outside the patient, a distal shaft hole was noticed. The procedure was completed with another synergy megatron des. There were no patient complications reported, and the patient has fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.